Event description:
The right coil kept hurting me, for four years straight. The left coil hurt in the beginning, but the pain subsided later. During the operation for removal of both coils it turned out that the left coil had caused inflammation and endometriosis and the left fallopian tube had grown attached to my abdominal wall.